Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the issue, and was instructed to reach out again if the malfunction code reoccurs.